Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was an attempted implant due to set screw issues. The physician successfully implanted a different device, same model. No adverse patient effects were reported. Return of the device is not expected. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Set screws move freely in both directions while using wrench. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. However, mechanical and electrical testing was not confirmed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. It is confirmed that the device was functioning normally, and no problem was detected.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was an attempted implant due to setscrew issues. The physician successfully implanted a different device, same model. No adverse patient effects were reported. The product has been received at our post market quality assurance laboratory and analyzed.